Event description:
During a follow up, it was reported the left ventricular (lv) lead was dislodged and failure to capture was noted. The lv lead was explanted to resolve the event. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, it was reported the left ventricular (lv) lead was dislodged and failure to capture was noted. The lv lead was programmed to rv pacing only and lead revision is anticipated to resolve the event. The patient was stable.